Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert condition on this cardiac resynchronization therapy defibrillator (crt-d) system was identified via remote monitoring due to high out-of-range pace impedance measurements greater than 3,000 ohms and high out-of-range shock impedance measurements greater than 200 ohms on the right ventricular (rv) defibrillation lead. Additionally, there was a yellow alert condition due to high out-of-range pace impedance measurements greater than 3,000 ohms and low r-wave amplitude measurements on the left ventricular (lv) lead. A signal artifact monitor (sam) episode was stored, and the respiratory rate trend (rrt) sensor was disabled. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert condition on this cardiac resynchronization therapy defibrillator (crt-d) system was identified via remote monitoring due to high out-of-range pace impedance measurements greater than 3,000 ohms and high out-of-range shock impedance measurements greater than 200 ohms on the right ventricular (rv) defibrillation lead. Additionally, there was a yellow alert condition due to high out-of-range pace impedance measurements greater than 3,000 ohms and low r-wave amplitude measurements on the left ventricular (lv) lead. A signal artifact monitor (sam) episode was stored, and the respiratory rate trend (rrt) sensor was disabled. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this crt-d system underwent a bilateral ablation on october 3rd, which may have contributed to the observed out-of-range pace impedance measurements. Further testing via isometrics and pocket manipulations were unable to produce noise or out-of-range impedance measurements. This crt-d system remains in service with plans for continued monitoring. No adverse patient effects were reported.

Event description:
It was reported that a red alert condition on this cardiac resynchronization therapy defibrillator (crt-d) system was identified via remote monitoring due to high out-of-range pace impedance measurements greater than 3,000 ohms and high out-of-range shock impedance measurements greater than 200 ohms on the right ventricular (rv) defibrillation lead. Additionally, there was a yellow alert condition due to high out-of-range pace impedance measurements greater than 3,000 ohms and low r-wave amplitude measurements on the left ventricular (lv) lead. A signal artifact monitor (sam) episode was stored, and the respiratory rate trend (rrt) sensor was disabled. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this crt-d system underwent a bilateral ablation on (B)(6) 2024, which may have contributed to the observed out-of-range pace impedance measurements. Further testing via isometrics and pocket manipulations were unable to produce noise or out-of-range impedance measurements. This crt-d system remains in service with plans for continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.